Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device history file was reviewed, indicating that the device was released pursuant to its specifications. The device was not returned for evaluation and no conclusions could be drawn based on the limited information that is available. Leaks are anticipated adverse events in colorectal anastomotic procedures, and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.

Event description:
A (B)(6) patient suffering from colon cancer was operated (lar with ileostomy) by a robotic approach following chemoradiation. Colorectal anastomosis was performed with the car. During the hospitalization period, the patient experienced urinary retention with the foley catheter being removed and replaced several times. The patient returned due to inability to void and pelvic pain 3 weeks after procedure with no fever or leukocytosis. The surgeon retrieved the ring, which was found hanging almost completely free. A CT scan showed a small pelvic collection in the pre sacral space. A 3 mm hole was found in the posterior side. A pelvic drain was placed and the patient improved, but subsequently, had a bit of stricture due to fibrosis following his pelvic radiation which needs dilation. The patient is still diverted but the surgeon plans to restore continuity.